Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event observed during analysis. Analysis confirmed noise and low hv lead impedance in the laboratory via review of the device image. The device was tested on the bench and a shorted hv output transistor was found. Analysis of the associated hv lead revealed an anomaly with the rv coil electrode. The cause of the shorted hv output transistor was delivery of high voltage therapy into a low impedance load. (B)(4).

Event description:
This report is to advise of an event observed during analysis.